Event description:
Electrophysiology study was conducted in the cardiac cath lab and the pt was successfully defibrillated several times. Toward the end of case the nurse heard something hit the floor and noticed that the hands free cable had disconnected from the electrodes. Nurse did recall that the hands free plug did not appear to snap (lock) into electrode plug. Close inspection in electrode plug showed a problem with the plug which also was seen defective on other electrodes in the same lot.